Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was 300 mg/dl. Customer current blood glucose was 142 mg/dl. Customer had nausea but they feel ok. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had symptoms with diabetic ketoacidosis. Customer symptoms reported at hospitalization was feeling unwell. Customer did ketone test it was positive. The customer was treated with perfuser at the hospital. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump will not be returned for analysis.